Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was no in use on patient.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: this da board was tested and no failures were identified this report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.